Event description:
On two brand new invacare pronto m41 powered wheelchairs received by our repair contractor, it was found that one of the rear castor wheels was fouling on the main frame of the chair. When inspected it was discovered that there was significant excess play in the castor fork stem bolt bearings. The other 4 castor wheels were checked and although better, some were also exhibiting excess play.